Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested for suspect suretrak2 medium clamp. Replacement device shipped to site by customer service. No parts have been received by manufacturer for analysis. On 05/19/2016 a medtronic representative, following-up at the site, reported the screw seemed to be striped and the clamp was unable to close. It was not physically broken. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that a site's medium suretrak clamp was not closing properly. This issue was found in the site's sterile processing. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Medtronic investigation of returned suspect device finds that the adjustment screw has been cross threaded causing difficulty setting the clamp. The clamp will only close so far before seizing. The reported event was confirmed to be caused by mechanical failure, due to the cross threaded screw.the hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.